Manufacturer narrative:
No serious injury alleged. Bed frame allegedly became dislodged from the bed ends. Product was approx 6 months old at the time of the incident. Product has not been returned for an eval so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Manufacturer narrative:
No serious injury alleged. Bed frame allegedly became dislodged from the bed ends. Product was approximately 6 months old at the time of the incident. Product has not been returned for an evaluation so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction. (B)(4) - an evaluation was performed on the device. The head section and the universal low bed ends were visually checked and showed scuffing and one bed end had major damage to the cover and a bent corner bracket. The head section and bed ends were assembled to a known good foot section, even with the bent corner bracket, the bed assembled correctly. The bed was loaded with an evenly distributed 350 lbs. Both the head and foot sections articulated to their full height. The weights were shifted simulating a person shifting on the bed and the bed performed as designed. The bed remained assembled with no issues isolated.

Event description:
The dealer alleges the bed ends popped out of the rails, causing the consumer to hit her head. No serious injury is alleged.

Event description:
The dealer alleges the bed ends popped out of the rails, causing the consumer to hit her head. No serious injury is alleged.